Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 8 of 12 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 8 of 12. The cg stated the home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The cg stated all bags were properly spiked and connected and there were no patient extension lines in use. The cg confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the cg to start over with new supplies. The cg confirmed she talked to the nurse and stated she would call the nurse back. The tsr assisted the cg with ending therapy. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.